Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer's insulin delivery was suspended due to the altitude alarm condition, and efforts to resume it by cleaning the speaker holes and reconnecting the cartridge were initially unsuccessful. The customer was then able to load a new cartridge and resume insulin, but the alarm recurred within five minutes. Technical support advised the customer to wait two hours for any additional moisture to evaporate, and they planned a follow-up to ensure the issue was resolved.